Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a physician's assistant. This case concerns a (B)(6) female pt who developed knee effusion of approx 100 cc with presence of crystals in fluid whilst receiving treatment with synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unspecified date, the pt initiated treatment with synvisc injection (route of administration, dosage regimen, batch/lot and expiration date unk) into an unspecified knee for an unk indication. On unspecified dates (after unk latency), the pt developed knee effusion for which arthrocentesis was performed and approx 100 cc of synovial fluid was aspirated with crystals present in it. Action taken: unk. Corrective treatment: not reported. Outcome: on unspecified dates, the pt recovered.